Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Received letter from solicitor alleging as a result of a defect caused injury due to the seat mount on the scooter.

Manufacturer narrative:
The device is not available for evaluation.

Event description:
Received letter from solicitor alleging as a result of a defect caused injury due to the seat mount on the scooter.